Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), weight loss poor ("problem losing the weight"), alopecia areata ("little bald spots"), alopecia ("hair loss"), muscle spasms ("muscle spasm"), frustration tolerance decreased ("frustration"), fatigue ("extreme fatigue"), abdominal distension ("bloating"), adnexa uteri pain ("severe ovary pain"), arthralgia ("severe hip pain"), pain in extremity ("leg pain"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, weight loss poor, alopecia areata, alopecia, muscle spasms, frustration tolerance decreased, fatigue, abdominal distension, adnexa uteri pain, arthralgia, pain in extremity, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, alopecia areata, anxiety, arthralgia, back pain, depression, fatigue, frustration tolerance decreased, muscle spasms, pain in extremity, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : weight increased, alopecia areata, alopecia, muscle spasms, frustration tolerance decreased, fatigue, abdominal distension, adnexa uteri pain, arthralgia, back pain, pain in extremity, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), weight loss poor ("problem losing the weight"), alopecia areata ("little bald spots"), alopecia ("hair loss"), muscle spasms ("muscle spasm"), frustration tolerance decreased ("frustration"), fatigue ("extreme fatigue"), abdominal distension ("bloating"), adnexa uteri pain ("severe ovary pain"), arthralgia ("severe hip pain"), pain in extremity ("leg pain"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, weight loss poor, alopecia areata, alopecia, muscle spasms, frustration tolerance decreased, fatigue, abdominal distension, adnexa uteri pain, arthralgia, pain in extremity, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, alopecia areata, anxiety, arthralgia, back pain, depression, fatigue, frustration tolerance decreased, muscle spasms, pain in extremity, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : weight increased, alopecia areata, alopecia, muscle spasms, frustration tolerance decreased, fatigue, abdominal distension, adnexa uteri pain, arthralgia, back pain, pain in extremity, depression, anxiety. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.